Manufacturer narrative:
The acist angiographic contrast injection system, model cvi, was returned to acist for testing. The injection system was functionally tested and met the pre-established specs. There is no evidence of device malfunction relating to this event based on the data from the analysis of the injector. The consumable kits used during the event were discarded by the hospital; therefore, no analysis could be made of these items. Acist requested a copy of the cine-angiogram. The acist contrast injection system is equipped with an air column detect sensor. The air column defect sensor senses air in the proximal end of the high-pressure (injection) tubing. If air is detected in the tubing, all fluid delivery functions are disabled. Acist's risk management has appropriate risk mitigations in place for potential air embolism due to user error, including labeling describing air bubble precautions and the user manual which guides the user through set-up and purge of the injector system. Based on the testing of the injector, there is no evidence of device malfunction related to this event. Acist's medical advisory board member reviewed the info determining that the cause of the event of the air injection was related to the right coronary catheter connection because the air injection appeared to occur with the test injection. The first right coronary injection shows occlusion of an rv branch consistent with an air injection from a test injection before the cine angiogram. Several angio's later, the occluded branch opened spontaneously (consistent with a small air injection). The pt experienced transient chest pain, however suffered no permanent harm. This report is closed.

Event description:
During a diagnostic left catheterization (radial catheterization), left heart images were produced and reviewed. Using the same catheter, without disconnecting the catheter and with the catheter remaining in the body, the catheter was repositioned to view the right coronary artery (rca). A small air embolism was visible in the rca. The pt experienced transient chest pain. There were no other health effects to the pt.